Manufacturer narrative:
The pump was received with a blank display and a constant tone alarm due to moisture damage on the electronics. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement or verify the watchdog timeout or black screen due to the blank display. The pump was received with minor scratches on the display window or cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got wet and has a constant audible tone. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump also alarmed unexpectedly and has a blank display. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.